Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetes keto acidosis. Blood glucose reading was 500 mg/dl. Customer informed they were hospitalized from (B)(6) 2020 till (B)(6) 2020 for three days. Customer stated event of hospitalization lead due usage of expired products and treatment given was insulin drip. Customer stated that initial blood glucose value was 200mg/dl and it went up to 500mg/dl, gave insulin by manual injection to bring down blood glucose. Customer also informed when she was at hospital she saw cannula was kinked and bent. The insulin pump will not be returned for analysis.